Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call high blood glucose levels. Customer's blood glucose level was over 400 mg/dl. Customer experienced issues with their sensor and serter. Customer disposed of their sensor and advised they will send back the serter.